Event description:
It was reported that the day after implant of the implantable pulse generator the patient had cardiac arrest and died. It was noted that the device did not sense the ventricular fibrillation and a premature ventricular contraction was not sensed. It was also noted that the pacing spike did not capture prior to the ventricular fibrillation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).